Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section b5 in the initial report should have mentioned the lead being explanted and replaced, not the ipg.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's lead was fractured. It was noted the patient had a fall and high impedances were observed after. The patient did not lose effective therapy. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced.